Event description:
Reporter alleged blood glucose results of 300 mg/dl and 50 mg/dl on the advantage system when tests were performed back-to-back. There was no report of symptoms, treatment, or actions. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.